Manufacturer narrative:
The date of the event onset was reported as an unknown date in (B)(6) 2017. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter had particulate matter. During coring of the vial, an unspecified particulate was observed floating inside the vial. There was no patient involvement. No additional information is available.